Event description:
The lay user/patient alleged that her meter was set to the incorrect unit of measurement. The pt tested on her meter and obtained a result of "110". The meter was reading in mg/dl but the patient interpreted it as 11.0 mmol/l, which converted would read 198 mg/dl. The patient spoke to her physician about the "higher" readings. The physician advised the patient to take half of a "gliclazide" tablet twice daily. Prior to the medication change, the patient reported no symptoms. After taking the medications for one day, she reported feeling ill. She discontinued the medication and felt better. She did not seek any medical intervention. The pt was advised by the lfs representative to contact her physician to state that the meter was set to the incorrect unit of measurement. The meter was previously set to the correct unit of measurement and the patient does not recall if she made any changes to the setting. A replacement meter has been sent.